Event description:
(B)(4).

Manufacturer narrative:
Steris has escalated this customer issue to field service management. A senior field service engineer has been scheduled to be onsite at this customer location the week of (B)(4), 2013 to inspect the customer's system 1e processors and discuss the importance of incoming water quality on the operation of the device. (B)(4).

Manufacturer narrative:
As committed, a senior steris field service engineer was onsite at baptist memorial the week of (B)(4) 2013 to inspect the customer's system 1e processors and incoming utilities. He identified that the units are all considered high usage and were installed to specifications with the exception of one. This unit does not drain into a standpipe with an air gap. It was discussed with the facility's biomedical personnel that this is the cause of the residual water remaining within the processor after a completed cycle that they have reported. Steris will work with the facility to ensure the processor is properly re-plumbed. During the onsite visit, steris recognized that baptist was not using the proper accessories with the system 1e processor, contributing to a portion of their service calls. Certain parts from this customer's system 1e processors were sent to the supplier for evaluation. The supplier concluded that the returned parts were within tolerance and assembled in accordance to steris specifications. During this visit, the primary and back-up steris service technicians assigned to (B)(4) also received re-training on the procedures for adjustment of check valves and uv lights. The customer's biomedical personnel expressed their satisfaction with steris's response to their concerns and our response time. They also indicated that operation of their processors has been improving.